Event description:
It was reported that during a breast biopsy procedure, normal saline was not suctioned into the tube at the suction check. Although the device was restarted, error code l3-021 was displayed. The device was restarted again and the suction check was performed, but it did not suction. All disposable devices were replaced with new ones, however, normal saline was not suctioned. The biopsy was postponed and rescheduled to a later date. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at ths time.